Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs show that a sureform stapler 60 (part #480460-06, lot #t10181217-0654) fired 4 blue sureform stapler 60 reloads. All firings were completed per the logs. No issues with the sureform stapler 60 instrument or reloads were identified in the logs. There was an initial allegation that a malfunction of a da vinci system, instrument, or accessory occurred. At this time, the root cause of the reported issue remains unknown. It is also unknown if the failed anastomosis actually occurred during (or as a result of) the da vinci-assisted surgical procedure. At this time, the root cause of the failed anastomosis injury is unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient returned a week post-operatively for a second procedure to repair the anastomosis of the colon. The issue was allegedly caused by a failed staple line. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted right hemicolectomy surgical procedure, the patient returned a week later with a failed anastomosis. There was an allegation that a malfunction of a da vinci sureform 60 stapler instrument caused a complication of a staple line failing. Upon the patient¿s return to the surgeon, a second procedure was performed to re-do the anastomosis via robotic surgery. The procedure was completed with no report of injury. The patient is doing fine now and has not returned for hospitalization. On 7/23/2019, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: it was confirmed by the surgeon that during the first procedure, no system faults presented, there were no stapling issues, and there were no intra-operative complications. The procedure was completed with no patient harm or injury. The patient had gone from an acute care hospital to a swing-bed facility. A week after the procedure, the patient was directly readmitted by their primary care physician (pcp) upon presenting abdominal distention and generally not feeling well. The surgeon decided to perform a second robotic procedure to repair a partial disruption of the anastomosis. The surgeon revised the anastomosis by the wall on the anterior side, away from the spine. The surgeon noted that it was as if the front wall had not healed. The surgeon is not sure what caused the alleged staple line failure, he said that this was an ¿odd anastomotic failure¿. The second procedure completed robotically with the same da vinci system and another sureform 60 stapler instrument with blue reloads. There was no report of patient harm or injury in the second procedure either. In neither instance (either procedure) was there excessive blood loss. The estimated blood loss was under 75-100 cc¿s (ml). The surgeon selected the blue reloads as he believes they are appropriate for the proximal colon; no thickened tissue. The patient¿s medical history includes the following: aged male over 80 years of age, possible diabetic, no steroids, normal immune system, and chronic iron deficiency. Post-operatively (2nd procedure), the patient was found to have been malnourished. The patient has not returned to the hospital; apparently doing well.